Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the battery locking of the ventilator was damaged. The battery locking was replaced the ventilator passed all functional and safety tests and was cleared for clinical use. No part was returned for investigation, therefore the root cause for the damaged battery locking could not be determined. This type of damages will not affect on going ventilation. The correction of field serial# was required. This is based on the internal evaluation. Previous serial#: (B)(6). Corrected serial#: (B)(6).

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).